Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a hypoglycemic episode. Shortly after applying the cgm sensor to the arm, the mobile device displayed a glucose reading of 104 mg/dl. No fingerstick test was performed at the time. The patient began experiencing severe trembling, and there were no medications available at home to address the symptoms. The patient's son transported her to the emergency room (ER) for evaluation. While in the ER, a blood glucose meter test was performed, but the reporter is unable to provide the exact values recorded. The estimated glucose value (egv) from the cgm in the ER remained around 104 mg/dl. Despite the egv reading, the patient was diagnosed with hypoglycemia in the ER. She received unspecified treatment and was discharged after a two-day hospital stay. Upon discharge, the patient reported feeling better and replaced the cgm sensor. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.